Event description:
It was reported that the staff attempted to place the foley catheter three times with three different trays unsuccessfully. It is possible that the bulb ruptured or that there was an air leak in between the components. Stated that the customer was unable to identify whether the problem occurred with material number a947316 or a899916 and no patient harm was reported. Also stated that the customer made 2 previous attempts to report this case to bd first on (B)(6)2022 and again on (B)(6)2022. Per follow up via phone on 10nov2022, no medical intervention was needed for the patients involved.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be due to thin sac causing by short latex dwell time, latex dip speed out too slow. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the staff attempted to place the foley catheter three times with three different trays unsuccessfully. It is possible that the bulb ruptured or that there was an air leak in between the components. Stated that the customer was unable to identify whether the problem occurred with material number a947316 or a899916 and no patient harm was reported. Also stated that the customer made 2 previous attempts to report this case to bd first on 12oct2022 and again on 27oct2022. Per follow up via phone on 10nov2022, no medical intervention was needed for the patients involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.